Manufacturer narrative:
(B)(4) (films), inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (tight distal aorta), device failure/lack of effectiveness related to patient condition (tight distal aorta).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three months ago. Aneurysm and vessel morphology were not reported. The stent grafts were implanted without issues. The bifurcated stent graft was implanted covering both renal arteries and a bilateral snorkel technique was used to perfuse them. On an unknown date, the patient developed a limb occlusion in the right iliac limbs. The cause of the occlusion is due to the patient having a narrow distal aorta which was 18 mm in diameter. No clinical sequelae were reported and the patient is fine. The films have been reviewed internally. The returned films post implant show that the ipsilateral limb was implanted on the right side. The bifurcate covered the renal arteries; bilateral renal snorkel stents were placed to perfuse the renal arteries. The ipsilateral (right) stent graft limb was occluded distally beginning at the flow divider; near the distal abdominal aortic aneurysm. At this location there was compression of the ipsilateral limb (to approximately 5mm x 16mm). At the distal aorta both the ipsilateral and contra limb were slightly compressed, however the contra limb remained patent. The exact date of the occlusion is unknown, but in (B)(6) 2012